Manufacturer narrative:
Additional devices implanted and involved: (tgu343415/131348286, and tgu373710/10166109). The review of the manufacturing paperwork verified that these lots met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient presented to the hospital with a pre-existing ruptured aortic aneurysm. The same day the patient underwent emergent treatment of the ruptured aneurysm with three conformable gore® tag® thoracic endoprostheses. It was reported during the procedure the patient coded due to the pre-existing rupture. However, the patient was resuscitated, and the remaining devices were implanted. It was reported on an unknown date, the patient developed paraparesis reportedly due to the length of aortic coverage that occurred during the procedure.

Manufacturer narrative:
(B)(4)